Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2vq2n serial# implanted: (B)(6)2024 explanted: (B)(6)2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Edtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Therep reported that the cause was due to the the lead was more posterior than desired. The lead was revised. The patient has many health issues contributing to poor motor responses during lead placement. Replaced and issue resolved

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that caller stated patient was scheduled for lead revision as patient has to have amplitude near 5-6 ma to feel stim, therapy isn't helping and stim is in the wrong location. Caller stated when lead was implanted, it was a "difficult day" in the or as patient has other medical issues and their motor responses are "difficult". Caller has been troubleshooting with the patient for the last 2 months. Caller inquired about longevity of patient's current ins as hcp is questioning whether to keep existing ins at the time of the revision or replace it. Tss reviewed information and noted it would be up to the hcp/patient to discuss ins replacement.

Manufacturer narrative:
Concomitant medical products: product ID 978b133 lot#/serial#(B)(6), implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that the patient's ins is not working at all. And they can't make it to the bathroom, even 15 ft away. Patient said, they had to be catheterized for 3 days and don't know if that would effect things. Patient stated, they were seeing device not found when trying to connect to ins. Walked patient through connecting to ins. Patient increased stimulation and will monitor symptoms. Patient redirected to healthcare provider (hcp) regarding medical questions.